Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a low main battery. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a service technician. This is an ancillary service event. Visual inspection, functional testing, a review of the alarm log were performed. A service history review was performed. Functional testing revealed the device could only function when connected to the ac power, which was determined to be caused by the low battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.